Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the 1st thread to be damaged. The thread material has been deformed and rolled onto the face of the inserter. The face of the threaded tip is also scratched. Scratching, scuffing, and discoloration were observed on the shaft. Impact marks are present on the strike plate. Device history record (DHR) was reviewed and no discrepancies were found root cause of the event could not be determined. (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the g7 cup was stuck on inserter handle so cup was hard to seat with press fit. Attempts have been made and additional information on the reported event is unavailable at this time.